Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose value was 68 mg/dl. The customer treated with mountain dew. The customer stated that his blood glucose went crazy from 300 mg/dl to 400 mg/dl. The customer declined further troubleshoot for low and high readings. The product was not returned for analysis.